Manufacturer narrative:
No unexpected button error alarms noted. The pump had intermittent button response on the esc button due to corroded keypad traces. The pump had moisture damage on all electronic assemblies. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that due to the customer's neural cancer, he fell and landed on the device. The insulin pump was slightly wet but it was unresponsive when the keys were pressed. The insulin pump alarmed button error. Customer's blood glucose level was 228 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.